Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Additionally, it was reported that air bubbles were observed with in the infusion set tubing. Customer's blood glucose level ranged from 120 mg/dl to 130 mg/dl. Reportedly, the customer loaded a new cartridge to address the issue and resume insulin therapy.